Event description:
The patient reported they were implanted on (B)(6) 2016 for urinary retention, and on (B)(6) 2016, they started noticing that the stimulation was affecting their right leg, foot, and toe. It was indicated that it got so bad they could hardly walk on their leg and was uncomfortable. It was stated the leg was jumping all around and vibrating, and it felt like they were getting stabbed in the leg. It was also bad during the night. The patient decreased stimulation down to 0.8 and still felt stimulation in the leg. They then decreased down to 0.4 and the issue was resolved. The patient felt no stimulation in the leg, but they also felt no stimulation in the bicycle seat area. It was stated the first day, the patient saw no improvement, but yesterday, they started finally going to the bathroom, and today they were doing ok. It was noted that change in therapy was sudden. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.